Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received and evaluated. There was no detailed description on what failed on this device. The distal tip seems to be bent, however functional testing is still possible. The electrode was connected to a test generator. Default settings were displayed, indicating the test generator recognized the electrode, and receiving power. Via activation of the footswitch the device was activated at maximum wattage in both cut and coagulation mode. The device was tested with 30 second continuous use, both modes functioned as intended. This complaint is not confirmed. The device was sent to the supplier together with the (3) electrodes for this complaint file. The active tip (hook) does appear to have been ¿bent¿ to a greater degree than designed. It is unknown as when or how this may have occurred. The ceramic tip at the distal end of the device does show some degree of marking. No obvious visual damage to the device shaft, handle, or cable and plug. The device activated in both ablate and coagulation modes with no issues. No fault found. There is no possible root cause for why the user experience any issues as the device passed functional testing. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). The lot number is not available.

Event description:
It was reported by the affiliate that the device could not work. The device could not work in meniscus repair. Changed another one to complete. There was no adverse event on patient report.